Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) requested the device serial number and data to proceed with technical analysis. As of today, the ts analysis is pending. A supplemental report will be provided once the analysis has been completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.